Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03802. It was reported the patient experienced ineffective therapy. In turn, the patient underwent surgical intervention wherein one of the existing leads was explanted and replaced. During the procedure, it was observed that one of the leads were fractured. Therapy was established postoperatively. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.